Event description:
The account alleged that right hand head side rail will not latch. No pt impact.

Manufacturer narrative:
The account stated that they did not need a tech to repair the bed. The account stated that the side rail is now latching but they did not know what was done to repair the bed.